Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event occurred is unknown. The date entered is based on the customer's report of "beginning of (B)(6)". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they had been experiencing pain during the last 3 months while wearing the adc freestyle libre sensors and stated that during the 7-day wear of their previous sensor, they experienced pain and "red rounds with pus". Customer's doctor advised to discontinue use of the product and customer was seen at a hospital where they were provided unspecified antibiotics and disinfectant for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs for all (device history review) fs libre sensor and fs libre sensor kit within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported they had been experiencing pain during the last 3 months while wearing the adc freestyle libre sensors and stated that during the 7-day wear of their previous sensor, they experienced pain and "red rounds with pus". Customer's doctor advised to discontinue use of the product and customer was seen at a hospital where they were provided unspecified antibiotics and disinfectant for treatment of the sensor site. There was no report of death or permanent injury associated with this event.